Event description:
A customer reported to beckman coulter, inc. (Bec) that the power var ups (uninterruptible power supply) used in association with the coulter lh 750 hematology analyzer caught on fire. A fire extinguisher was used to extinguish the flames. The fire department was called and the power cable was unplugged from the power var. No other instrument was damaged. There was no report of injury, and no one sought medical attention. There was no change to patient treatment or effect to the user associated with this event. The field service engineer (fse) replaced the ups and verified operation of the system. The failure mode is unknown.

Manufacturer narrative:
Beckman coulter internal identifier for this complaint is (B)(4).